Event description:
It was reported that a malfunction alarm with the code malf 16 occurred. There was no reported impact on the customer¿s blood glucose level. The customer was instructed by technical support to switch to multiple daily injections as a backup therapy and was advised to return the malfunctioning pump using a pre-paid label within 10 days. Tandem planned to send a replacement pump and the customer understood all instructions and acknowledged them.